Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. Reported event of outer sheath break. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2013-08776 and MFR. Report # 3005099803-2013-08775). It was reported to boston scientific corporation that two wallflex enteral duodenal stents were used during a stent implantation procedure on (B)(6) 2013. The indication for the stent placement was treatment for a stricture located between the gastric antrum and the descending portion of the colon. The length of the lesion was reported to be 4-5cm and the stricture was noted to be tight and tortuous. During the procedure, a 6cm wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-08776) was inserted into the patient after viewing the lesion via radiography. The stent was fully released but was not implanted in the desired location. A cannula was inserted into the patient in order to obtain an image of the area; however, it was difficult to cross the lesion with the guidewire and, as a result, the stent was slightly displaced proximally. The physician exchanged the endoscope and attempted to remove the stent but was unsuccessful. Therefore, the stent was left implanted inside of the patient. The physician reinserted the guidewire and cannula into the patient and obtained an image of the target area. The physician decided to place a second stent overlapping with the first stent. The 9cm wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-08775) was inserted into the patient. During deployment, resistance was encountered. After partially deploying the stent, the physician was unsatisfied with the positioning of the stent and attempted to reconstrain the stent. However, significant resistance was encountered and the sheath detached from itself near the handle. The physician pulled the outer sheath by hand and was able to successfully deploy the stent in the desired area overlapping the previously placed stent by 1cm. The procedure was completed with the two overlapping stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the stent had been deployed and was not returned. The outer sheath was broken at 2mm distal to the distal handle. During analysis no issue was noted in retraction of the outer sheath along the shaft. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2013-08776 and MFR. Report # 3005099803-2013-08775). It was reported to boston scientific corporation that two wallflex enteral duodenal stents were used during a stent implantation procedure on (B)(6) 2013. The indication for the stent placement was treatment for a stricture located between the gastric antrum and the descending portion of the colon. The length of the lesion was reported to be 4-5cm and the stricture was noted to be tight and tortuous. During the procedure, a 6cm wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-08776) was inserted into the patient after viewing the lesion via radiography. The stent was fully released but was not implanted in the desired location. A cannula was inserted into the patient in order to obtain an image of the area; however, it was difficult to cross the lesion with the guidewire and, as a result, the stent was slightly displaced proximally. The physician exchanged the endoscope and attempted to remove the stent but was unsuccessful. Therefore, the stent was left implanted inside of the patient. The physician reinserted the guidewire and cannula into the patient and obtained an image of the target area. The physician decided to place a second stent overlapping with the first stent. The 9cm wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-08775) was inserted into the patient. During deployment, resistance was encountered. After partially deploying the stent, the physician was unsatisfied with the positioning of the stent and attempted to reconstrain the stent. However, significant resistance was encountered and the sheath detached from itself near the handle. The physician pulled the outer sheath by hand and was able to successfully deploy the stent in the desired area overlapping the previously placed stent by 1cm. The procedure was completed with the two overlapping stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.